Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set's y-site revealed a large, off-centered hole in the piston, as though it had been accessed with a pointed object. A portion of the top of the piston was slightly protruding from the valve body. Functional testing was not performed due to the obvious damage. The root cause of the damage was not determined but the valve appeared to have had contact with a pointed object or instrument.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an insulin infusion became disconnected from the port most distal to the pump and blood backed up through the cordis and immediately began leaking onto the patient's gown. The stopcock was turned off and the IV bag and tubing was removed and replaced; the patient remained in stable condition throughout, and no harm was reported.